Manufacturer narrative:
Device history record review: device history record review shows no non-conformances listed with this manufacture lot. Sample needles from this manufacture lot were fatigue tested showing with 95% confidence that 99.6% of the lot will pass a minimum of 24 cycles. Visual inspection: where the product was not returned a visual inspection was not performed. Functional inspection: where the product was not returned a functional inspection was not performed. Root cause(s): where the product was not returned for evaluation an exact root cause could not be determined. The only information available after requesting information is the alleged problem. Where the alleged problem states "difficulty to introduce the needle through the tendon", it is possible there was something with the tendon such as calcification that may have been a cause of the needle tip breaking. This is a known failure mode addressed in the risk management file for this product, and does not exceed expected occurrence rates. Occurrence rates are monitored for trends. (B)(6).

Event description:
"During a shoulder rotator cuff repair procedure, use of the champion stryker clamp with the champion needle suture passer lot # 1352205. Difficulty to introduce the needle through the tendon. Then viewing debris on the tip of the needle. Debris retrieved, change of clamp + new needle. End procedure normally. Material fragment was retrieved without adverse consequences. Change of devices to complete the procedure. No complications for the patient."